Event description:
Literature review was received of the optical coherence tomographic comparison of the neointimal coverage between sirolimus and resolute zotarolimus-eluting stents at 9 months after stent implantation from korea. (B)(4) resolute drug-eluting stents were compared to (B)(4) ses. There were a number of cases of stent malapposition and intracoronary thrombi.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (thrombus and incomplete stent apposition). (No results available since no evaluation performed) - device or procedural images not provided for review. Evaluation conclusions: inherent risk of procedure - (thrombus and incomplete stent apposition). (B)(4). Date of publication journal: unt j cardiovasc imaging title of article: optical coherence tomographic comparison of neointimal coverage between sirolimus- and resolute zotarolimuseluting stents at 9 months after stent implantation.